Event description:
It was reported that after completing an atherectomy procedure, the tip of the guide wire broke. The target lesion was located in the proximal right coronary artery (rca). A rotablator atherectomy procedure was completed. While removing the 2.15 mm rota burr, the rotablator guide wire pulled back as well. The spring tip of the rotablator guide wire became stuck on a shelf of calcium and broke off. The physician attempted to remove the fragment of the wire with a non bsc snaring device, but was unsuccessful. A non bsc wire was placed in the proximal rca and a 3.5x15 promus stent was placed to hold the tip against the vessel wall. There were no complications reported and the patient's condition is reported as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.